Event description:
It was reported that a broken needle occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported needle broken and loose inside of the shield, stated that the hub was intact when the shield was removed. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned one (1) loose 0.3ml insulin syringe. Consumer reported needle broken and loose inside of the shield, stated that the hub was intact when the shield was removed. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9210510 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200837337, 200837237, 200837775] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm 200837237 was created for damaged shields. The root cause was vacuum not working properly and debris in the shield carrier. Correction: replaced seal to vacuum and cleaned shield carrier dial. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken needle occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported needle broken and loose inside of the shield, stated that the hub was intact when the shield was removed. Consumer does not re-use."